Event description:
Patient¿s wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had suffered a hypoglycemic episode and fell to the floor. Cgm¿s receiver was not in proximity of the patient at the time of the incident but patient¿s wife reports that when she checked his cgm, she noticed cgm receiver was reading 55 mg/dl. Patient¿s wife came to his help and noticed that patient¿s eye was bleeding profusely. Patient put glucose gel in his mouth and they called the paramedics. Patient was transported to a trauma center where an ophthalmologist decreed that patient had ruptured his eye globe. Patient was then transferred to an eye institute for surgery where an eye surgeon stated that patient would lose sight from the injured eye. At the time of her call to dexcom technical support, patient was still in rehabilitation